Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012318198); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Product ID: guidewire (lot: unknown); product type: guidewire of unknown manufacturer; implant date: n/a; explant date: n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected and a pre-implant balloon aortic valvuloplasty (bav) was not performed. Following implant of the valve, the guidewire interacted with the valve during removal, and the valve subsequently dislodged. The valve was snared into the ascending aorta, and a second valve was implanted in the aortic position. It was noted that prior to dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 3 millimeters¿ (mm). After valve dislodgement, the valve was in the ascending aorta. No additional adverse patient effects were reported.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected and a pr e-implant balloon aortic valvuloplasty was not performed. Following implant of the valve, the guidewire interacted with the valve during removal, and the valve subsequently dislodged. The valve was snared into the ascending aorta, and a second valve was implanted in the aortic position. It was noted that prior to dislodgement, the implant depth on the non-coronary cusp and left coronary cusp was 3 millimeters. After valve dislodgement, the valve was in the ascending aorta. No additional adverse patient effects were reported. Additional information was received that the valve was deployed over a non-medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter.

Manufacturer narrative:
Updated data: b5. Corrected data: e1. E3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.